Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02868. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the color bar was displayed because the image could not be acquired due to a defective scope socket. Based on the investigation and since the reported device is 7 years and 3 months old after production, it is presumed to be a malfunction due to normal deterioration or handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the user facility and to update the following sections: b3, g4, g7, h2 and h10. The biomedical engineer technician at the user facility further reported that the unit was stuck on color bars when it powered on. A second tower was brought in 2nd tower to begin and end the case. No other devices were involved in this event. There was a 5 minute delay (enough time to bring in another cart). The intended procedure was completed. No other devices were replaced. The failure occurred at the beginning of the procedure. An unspecified olympus endoeye endoscope was used. The connections were inspected and found to be secured. There was no cable damage. The settings were checked and found to be correct.

Manufacturer narrative:
The referenced video system center was returned to the service center for evaluation. The evaluation confirmed the reported "system stuck on colored bars" issue. A full inspection was performed on the video system center and the unit failed inspection as there was a loose or faulty scope socket connector when connected to olympus test endoscope and camera heads. The scope socket could not hold the scope/connector in place. Additionally, the scope's software required an upgrade. A review of the service history indicated the video system center was purchased on may 6, 2012 with no previous service/repair records. Based on the evaluation, the potential cause of the reported event could be attributed to the loose or faulty scope connector socket which could not hold the scope/connector in place. The instruction manual indicates the color bar is displayed when the endoscope or camera head is not connected securely. To mitigate device damage, the instruction manual provides caution that states, do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Event description:
The service center was informed that when they plug a device into the visera elite video system center, the image displayed and remained stuck on colored bars. There was no patient injury reported.